Event description:
The hospital reported the following: the patient underwent transplant surgery from 3:15 pm until 12 midnight. The patient was transferred to the ICU just before 1:00 am. According to the rn from ICU, she removed the back pad at 3:20 am noticing hyperaemia in the place where the pad had been adhered. She said, the pad was firmly adhered to the patient's skin and cold, although there was no resistance during its removal and it was not dirty nor had any povidine left, which would suggest a chemical burn. On the next day, around 11:30 am, it was confirmed that the patient really had two skin lesions exactly on the region where the pad was adhered, being one of the lesions in the middle of the patient's back (around 7.87 x 2.75 inches) with oedema, hyperaemia and 5 blisters, one of them broken. The other lesion was in the sacral region, the lesion was smaller than the other, however, presenting more intense hyperaemia although there were no blisters. These lesions may classify a deep second degree burn. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
No product was returned for evaluation. The kimberly-clark patient warming system consists of a model 1000 control unit (heats, controls and circulates water to thermal pads) and disposable single-use thermal pads. Applicable information is as follows: model 1000 control unit. Large universal pads (2) - lot numbers 320602 and 352971. In the instructions for use for both the model 1000 control unit and the thermal pads the following caution statements are made: "due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor type perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy." "To avoid skin injury which may occur as a cumulative result of pressure, time, and temperature. Do not place firm positioning devices under the thermal pads, pad manifolds, or fluid lines (e.g. Bean bags). Do not place thermal pad directly over an electrosurgical grounding pad. Do, if warranted, use pressure relieving devices under the patient."